Manufacturer narrative:
The full name of the event site noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all the iabp leak tests and the unit was able to pass all the tests. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a ¿circuit leaking" message. No adverse event was reported during this event.